Manufacturer narrative:
Unit passed displacement test. Unit received with intermittent buttons, problem isolated to keypad assembly. Unit received with the connector on the electrical board properly connected. No damage or moisture damage on keypad assembly noted. Pump error 63 alarmed during self test and confirmed in pump history with variable due to broken solder trace at the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and had a bad response from the buttons. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.